Event description:
It was reported that during a bph surgical procedure at 118,051 joules of use and 26:25 minutes, the silver tip of the fiber got detached. The case was completed by an alternate procedure (turp). Patient outcome: "no injury" to the patient reported.

Event description:
Tip detached outside of the patient.